Manufacturer narrative:
B3. Date of event: year of event have been provided, but month and day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has an error message on the screen saying error in line. There was patient involvement.

Manufacturer narrative:
D7a - single use device was updated. D9 - date returned to MFR was 22-may-2026. H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, which showed multiple entries of the high alarm ¿air in line detected.¿ a 12-month service history review confirmed that the device had not been serviced during this period. Visual inspection revealed no anomalies. Functional testing was performed, during which the pump displayed an error message on the screen stating, ¿error in line,¿ and this issue was successfully duplicated. The reported problem was determined to be user-related, as no faults were found with the device itself. The probable cause was the repeated high alarm ¿air in line detected¿ recorded in the ehl.